Event description:
It was reported that patient had misha implantation for oa and 42 days later underwent irrigation and debridement due to suspected suture abscess with removal of the proximal-most screw. Another 10 days later, the patient underwent a repeat irrigation and debridement with device removal.

Manufacturer narrative:
The misha removal was completed without complication. The pathology report was consistent with suture abscess and localized, superficial infection. A review of manufacturing records indicates that the product conformed to design and manufacturing specifications. There is no information to suggest that the infection was caused by the misha product; the source of the post-operative infection remains unknown. This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions and any required MDR reporting.